Event description:
It was reported that the customer had a display failure due to missing segments on the bottom display. Additional info received on 08/14/2014: the customer clarified that the missing led segment on the pulse rate reading was on the ones digit. No pt incident reported.

Manufacturer narrative:
The device has been return to masimo for evaluation. When the investigation is complete a follow up report will be submitted.